Event description:
It was reported that the balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During second inflation, the balloon ruptured at 6 atm for 2 seconds. The balloon was removed from the patient's body without any problem using the normal method. The procedure was canceled, and the patient was sedated with local anesthesia. There was no patient complications reported, and the patient was stable post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the wolverine device was returned for analysis. Visual, tactile, microscopic and leakage test analysis were performed on the device. A visual and tactile examination revealed that there are no issues or damages noted with the hypotube shaft. Blood was identified within the balloon material. Microscopic examination of the balloon identified a 1mm longitudinal tear, 1mm proximal from the proximal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. A longitudinal tear was located 1mm proximal from the proximal markerband when attempting to inflate. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During second inflation, the balloon ruptured at 6 atm for 2 seconds. The balloon was removed from the patient's body without any problem using the normal method. The procedure was canceled, and the patient was sedated with local anesthesia. There was no patient complications reported, and the patient was stable post procedure.